Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced supraventricular tachycardia (svt). The catheter was removed and replaced with another manufacturer's catheter to treat the svt. After successful ablation of the svt, the catheter was reintroduced to perform right atrial flutter ablation. At this point, a "catheter temperature sensor fault" error was displayed, and radiofrequency (rf) energy could not be delivered. Troubleshooting steps included removing and flushing/re-prepping the catheter, disconnecting and reconnecting the catheter extension cable, restarting the study, and pacing from the p4 electrode. These measures did not resolve the issue, so the catheter was replaced which resolved the issue. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231748817 and data files were returned and analyzed. The log files were reviewed. Video files returned from the field and. High temperature was observed on the mapping screen, and a red alert was triggered but the alert text was not displayed. No anomalies were identified during external visual inspection of the catheter. Data from the catheter identification chip confirms that the device was used. The chip was re-programmed for functional testing. During testing, the catheter was connected to the mapping system. The mapping system terminated the delivery of ablation due to a temperature sensor fault error. The cirris shorts test was performed. The returned catheter failed the shorts test. Anomaly was noted at the electrode #p2 <(><<)>(><(>&<)><(><<)>)> p4. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the sphere segment, an open circuit/electrical intermittence was observed at electrode #p2 <(><<)>(><(>&<)><(><<)>)> p4. In conclusion, the reported tachycardia issue cannot be assessed through data analysis. The reported catheter temperature sensor fault issue is plausible through data analysis. The reported tachycardia issue was not observed during testing. The catheter failed the returned product inspection due to an open circuit /electrical intermittence in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.